Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care profession (hcp) was plugging in the microscope cable into the system and the scope and getting no communication. The hcp tried a different cable and the issue resolved. There was no delay to the procedure. No impact on patient outcome.